Manufacturer narrative:
Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimu lator. Product ID: 3387s-40, lot# va0dc6p, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va0dc6p, implanted: (B)(6) 2013, product type: lead. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va0dc6p, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was involved in a car accident on (B)(6) 2014 and was hit from behind and ¿now seemed to be different.¿ the patient stated that the seatbelt hit where the implantable neurostimulator (ins) was located. The patient had symptoms after the car accident. The patient¿s husband had noticed a few changes, such as her speech being worse and she could not tie her shoes. The patient was able to tie her shoes the day prior to the report, but not on the day of the report. It was noted that the ins was on and the patient was taking the medications she was supposed to. However, it was also reported that the ins would not turn on since the car accident. It was unclear if the ins was on or not. The patient ¿could not really tell, but stated that something was different.¿ it was still helping the patient with tremors, but she was dropping things. The patient had a doctor¿s appointment scheduled for (B)(6) 2014. Two weeks later, it was reported that the patient did not notify the healthcare provider (hcp) of the issues. The following day it was reported that the patient was still having concerns regarding her device or therapy, but had sought further help. The patient had an appointment scheduled for (B)(6) 2014. Refer to manufacturing report #3004209178-2014-05120 as the patient had two ins¿s and it was unclear which one was the cause of the issue.